Event description:
The customer reported via phone call that the display on the insulin pump went blank. Customer stated he received a low battery alert the day before and changed the battery. It was stated that the insulin pump does not have physical damage and was not exposed to moisture. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. Customer was advised to insert a new battery; the display did not return. Customer was instructed to remove the battery for 10 minutes, clean the battery cap and reinsert the battery; the display did not return. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to battery tube connector not plugged in properly. It was unable to perform the displacement test due to blank display. Device received with cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.